Event description:
In 1981 the patient had placed bilateral breast implants. Since that time the right side has ruptered and the patient has experienced left arm, rib, shoulder and hip pain. The patient has a bilateral capsulectomy and removal of both implants. The right implant had ruptered and the left implant was intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data. The device was destroyed/disposed of.